Event description:
The customer reported that he missed anti-jk(a) on tango. The sample that had caused false negative was sent to us for quality control, but none of the supposedly defective product was returned. The sample was re-tested in our quality control laboratory with our retained sample of anti-human globulin anti-igg solidscreen ii and the screening reagent red blood cells biotestcell 3 and the identification reagent red blood cells biotestcell-i11. The testing was performed on tango. The sample reacted positively with all jk(a) homozygous red cells and most of the jk(a) heterozygous red cells. Furthermore the allegedly defective product was tested with different positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. During a field service visit the engineer did not find any indication for an tango optimo malfunction.

Manufacturer narrative:
This is our combined initial and final report on this incident